Event description:
Customer reported motor error alarm during a basal. The customer could not recall any significant events leading to the alarm. The customer's blood glucose was 145 mg/dl. The customer stated they were able to rewind the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).